Manufacturer narrative:
Device evaluated by MFR.: visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The device was attached to an encore inflation unit and positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target area was located in the shunt. A 6.00mm/2.0cm/50cm small peripheral cutting balloon was selected for use. During the procedure, when the balloon was retrieved after deflation, it was noted that blood was drawn inside the balloon. The physician thought of a pinhole rupture. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The target area was located in the shunt. A 6.00mm/2.0cm/50cm small peripheral cutting balloon was selected for use. During the procedure, when the balloon was retrieved after deflation, it was noted that blood was drawn inside the balloon. The physician thought of a pinhole rupture. The procedure was completed with this device. No patient complications were reported.